Event description:
Information was received indicating that the pump exhibited a "no disposable, pump won't run" alarm. It was reported that the residual volume was 33.3ml, the rate was 2.3 ml/hr and 66.7ml was given. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).